Manufacturer narrative:
.

Event description:
Additional information was received for this case. Additional information received reported that the stent graft was explanted with just the suprarenal stent left in patient. A y graft was sewn in. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 52x50 mm diameter abdominal aortic aneurysm. The aortic neck was 23 &#14386;5 mm in diameter and 15 mm in length with 25% calcification and 25% thrombosis. It was reported that right after the endovascular procedure there was a type ia endoleak and it caused aneurysm enlargement. The aneurysm diameter shrunk to 48mm at 8 months post implant. The aneurysm was confirmed to have enlarged to 53mm 11 months post implant. The aneurysm diameter was 55mm at 33 months post implant and it was 61mm at 39 months post implant. No intervention was performed at the time. The physician stated the cause of the event was due to the short aortic neck. The decision was made to perform an intervention at 40 months post implant by implanting a proximal cuff. A left accessory renal artery was intentionally covered to secure the proximal landing zone length. During removal of the delivery system the tip of the device touched the bare metal stent so the device was advance d up to the descending aorta and then it was able to be removed from the patient. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received for this case. The device that was used for the intervention was a vascular prosthesis from another manufacturer. There were no complications during the procedure.